Event description:
It was reported that the insulin pump alarmed motor error and another alarm, which indicated that the motor position encoder experienced an error. The customer did not know the blood glucose reading. The customer stated that he went to press the act button when he observed the motor error alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. No motor position encoder error alarm could be verified due to the alarm. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.